Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 01 april 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 august 2022.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2021: clinical post-op visit, bilateral knee replacements: seen by physician's assistant in office. Patient presented with feeling of "giving out" and "tapping" in knees. In physical examination, the right knee demonstrated 2mm of varus and valgus laxity, which suggested global instability. The right knee was captured in (B)(4). The left knee was determined to have quadriceps weakness, requiring physical therapy only. Plan was for physical therapy on both knees, and to have patient return to be seen by attending physician, and discuss possible right knee revision to increase thickness of the tibial insert. Doi: (B)(6) 2020. Date of event (onset): (B)(6) 2021 left knee.